Event description:
It has been reported to philips that an 'image disk full' message appeared. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the procedure is aborted due to the issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the ip-pc os hard disk corrupted. The engineer re-installed the backup hard disk as ip-pc os hard disk and installed the software. After installing the hard disk and installation of software, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.